Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 70-100mg/dl fasting. Verified the strips expire 11/23/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 98mg/dl and 92mg/dl fasting. Reviewed meter memory 1:106mg/dl (B)(6) 2016 09:00:00 pm fasting:yes; 2:85mg/dl (B)(6) 2016 05:30:00 pm fasting:yes; 3:99mg/dl (B)(6) 2016 12:00:00 pm fasting:yes; 4:94mg/dl (B)(6) 2016 09:30:00 am fasting:yes; 5:55mg/dl (B)(6) 2016 02:00:00 pm fasting:yes; memory concerns:55mg/dl. Customer complaining her meter produced a low result when compared to her mother's accucheck meter. Customer's trueresult meter read 55 mg/dl and customer did not feel any symptoms of low glucoe levels so she ran another test with her mother's accucheck meter and received a reading of 81 mg/dl. Customer states time in meter's memory is inaccurate.